Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The sample was evaluated however the complaint for a leak was not confirmed the root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up MDR will be submitted if any additional information becomes available.

Event description:
Corporate product surveillance (cps) received a report from a care giver (cg) who said a therapy setup leaked. The cg was confident that the solution bags did not leak because of the smell and because the leak was on the carpet near the other supplies, not on or near the machine. The cg said that nothing unusual was noticed with any of the supplies. It was unknown which product leaked. This report addresses the possible patient line extension leak. The patient was involved, but there was no serious injury or medical intervention reported.